Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 57 mg/dl at the time of the incident, and 98 m/dl at the time of admission. The customer was at 420 mg/dl at the time of the call. The customer was given juice and food to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer is 2.5 weeks post partum, and that the pump gets a constant tone for 5 minutes every time they use the back light function on the pump . The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. However, the insulin pump alarmed failed self test during selftest and unable to download to carelink due to faulty radio frequency board. The insulin pump was received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window.